Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an acessa procedure on (B)(6) 2024, after completing the initial assessment the provu freezed up. The unit could not be booted back up. Multiple troubleshooting measures were attempted, and they could not restart the machine. The procedure had to be aborted without completion, the trocars had already been placed in the patient. The patient was on the table and the treatment started. No medical intervention was required at the moment and no injuries reported. No other information available.

Manufacturer narrative:
Acessa console was received for investigation. The reported complaint describes the system ended treatment abruptly and froze where none of the buttons on the front panel were functional. It was noted that the ultrasound was still functional however everything else on the display was frozen. To test for this failure, the console was powered with all accessories attached and prepared for ablation and coagulation testing. Here, it was observed that the console ablated and coagulated as intended. Once completed, the console was still functional as it was completely responsive. Hence, the failure mode reported by the customer was not replicated during investigation. A visual inspection was conducted and completed with no signs of damage or misuse. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.